Event description:
It was reported that a user¿s dexcom cgm sensor did not pair to the ilet device, and the agent guided the user through pairing by switching the ilet sensor setting from g6 to g7, after which the sensor paired successfully. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned after configuration change and that the issue was isolated to initial connectivity and setup. It was concluded that the event was a device pairing failure resolved by correcting the sensor selection within the ilet settings.